Manufacturer narrative:
H6: health impact- clinical code: 4581 - refractive change overtime. H6 - work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vicm5_12.6 implantable collamer lens, -14.00 diopter, in the patients left eye (os) on (B)(6) 2023. The lens was removed on (B)(6) 2023 due to patient experienced refractive change overtime. The lens was replaced with a different model/power lens and the problem was resolved. The cause of the event was unknown.